Event description:
It was reported that the customer has passed away at home. The caller stated that the cause of death is unknown, there are so many issues. The caller stated that the customer had seen pcp on (B)(6). The customer had neuropathy, kidney transplant, and heart disease. The customer's blood glucose at the time of death was 238 mg/dl. On (B)(6) 2015 at 01:21 the customer's blood glucose was 103 mg/dl. The caller stated that the customer was wearing the insulin pump at the time of death but also stated that the paramedics removed the insulin pump upon arrival. The customer was using sensors but was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The customer daily insulin total average was from 22.625 units to 64.55 units, the total basal from 24.0 units to 25.5 units, and the total bolus insulin from 16.5 to 39.05 units. Two weeks of data were listed for the date of (B)(6) 2015.